Manufacturer narrative:
Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high." Customer gave a correction bolus via pump to address bg. A system check was performed, and it was determined that the customer did not remove air from cartridge during the load fill tubing sequence which contributed to the elevated bg. Reportedly, the cartridge was changed to address the issue. Customer acknowledged that the identified issues contributed to high bg. No additional patient or event information was available.